Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, upon removal of the device, it was noticed that the retrieval loop on the stent appeared to unravel. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) for the reported issue of stent retrieval loop break. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.